Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed blisters from the lifevest garment being too tight. The patient's physician was made aware of the skin irritation and advised the patient to obtain larger garments. Field services remeasure the patient and provided larger garments. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's skin irritation improved.